Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. The customer turned the pump on and resumed insulin delivery to address bg. The customer continued to use the pump for insulin therapy.